Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The consumer was allergic to sulfa and she was not taking any concomitant medication. On (B)(6) 2012, the consumer started using o.b procomfort super, one tampon five times a day for menstrual cycle (route-vaginal, lot number 3131m4366, expiration date unspecified). On the same day, while changing the third tampon, she noticed that the tampon cover had slid off and she had to search for it inside her vagina. She removed the pieces of tampon cover by herself. She also stated that the same event occurred many times. After four days, she discontinued the use of the device. This report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The consumer was allergic to sulfa and she was not taking any concomitant medication. On (B)(6) 2012, the consumer started using o.b procomfort super, one tampon five times a day for menstrual cycle (route-vaginal, lot number 3131m4366, expiration date unspecified). On the same day, while changing the third tampon, she noticed that the tampon cover had slid off and she had to search for it inside her vagina. She removed the pieces of tampon cover by herself. She also stated that the same event occurred many times. After four days, she discontinued the use of the device. This report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. A sample was not returned. Due to the unavailability of the sample, it was not possible to evaluate the alleged defect or to determine if the device met the specifications. Manufacturing and packaging batch record reviews were performed with acceptable result. A visual inspection of the retain sample confirmed that no nonconformance or manufacturing defects related to this complaint were present. Review of the complaint data found no adverse trends and no trend involving this lot number. Review of the process, design, package and product changes noted no issues. No assignable root cause was identified. Complaint trends will continue to be monitored. This report remains non-serious and a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The consumer was allergic to sulfa and she was not taking any concomitant medication. On (B)(6) 2012, the consumer started using o.b procomfort super, one tampon five times a day for menstrual cycle (route-vaginal, lot number 3131m4366, expiration date unspecified). On the same day, while changing the third tampon, she noticed that the tampon cover had slid off and she had to search for it inside her vagina. She removed the pieces of tampon cover by herself. She also stated that the same event occurred many times. After four days, she discontinued the use of the device. This report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. A sample was not returned. Due to the unavailability of the sample, it was not possible to evaluate the alleged defect or to determine if the device met the specifications. Manufacturing and packaging batch record reviews were performed with acceptable result. A visual inspection of the retain sample confirmed that no nonconformance or manufacturing defects related to this complaint were present. Review of the complaint data found no adverse trends and no trend involving this lot number. Review of the process, design, package and product changes noted no issues. No assignable root cause was identified. Complaint trends will continue to be monitored. This report remains non-serious and a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Sample was received on (B)(4) 2012, which contained fourteen sealed o.b procomfort super tampons and one carton of ob procomfort super lot number 3131m4366. Visual inspection of the returned sample was performed and no nonconformance or manufacturing defects were present. The inspection confirmed that the cover was present and correctly positioned. The cover seal met the specification requirements. There was no evidence that the device failed to meet the specifications. Trends will continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.